Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17182, 2017865-2019-17183, 2017865-2019-17184, 2017865-2019-17185. It was reported that the patient experienced an infection and presented in hospital. It was noted the patient received a device upgrade procedure on (B)(6) 2019. The physician did not comment the cause of the infection. During the explant procedure, it was noted the medial and lateral aspect of the pocket was open, and the device could be observed. Also during procedure, the right ventricular lead's helix would not retract, but the physician was able to pull it out. The pacemaker system was successfully removed on (B)(6) 2019, and the pocket was sutured up. The patient was stable.